Manufacturer narrative:
The master tool manipulator (mtm) was received for failure analysis. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a psc fixture test platform (pftp) where sine cycle was found to be failing on axis 5. Once testing was completed, the axis 5 motor was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Hard error 23013 on the right master tool manipulator (mtm) right axis5. The reported problem was reproduced. The right mtm was replaced. System logs verified the error error. The system was tested and verified as ready for use. The right master tool manipulator has been received and failure analysis investigation is in progress.

Event description:
It was reported that prior to the start (ports placed) of a da vinci-assisted esophagectomy procedure, an error 23013 occurred against the right master tool manipulator (mtm). The procedure was converted to laparoscopic. Additional information obtained during follow up confirmed that the procedure was delayed for 2 hours due to this issue and 4 additional incisions had to be added to the patient. The patient tolerated the conversion well.